Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine changeout procedure low impedance, high thresholds and no capture were noted on the right atrial (ra) lead. High thresholds and intermittent capture were also noted on the right ventricular (rv) lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.